Manufacturer narrative:
He patient's age, sex, and weight were not provided. (B)(4). Approximate age of device- 2 years. The pump is expected to be returned for evaluation. It has not yet been received. However, a portion of the percutaneous lead was received for investigation. The evaluation is not yet complete. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that lvad speed decelerations were observed. The manufacturer''s technical service representative reviewed the submitted log file confirmed the decelerations. A percutaneous lead (driveline) replacement was performed on (B)(6) 2018. The patient subsequently underwent a pump exchange on (B)(6) 2018.

Manufacturer narrative:
Evaluation of the left ventricular assist system (lvas) confirmed driveline damage. The device was returned assembled with the driveline severed approximately 3 inches from the pump housing and the distal portion was returned measuring approximately 37 inches. A driveline repair was present approximately 17 inches from the pump housing. The sealed inflow conduit and sealed outflow graft conduit were not returned. The outlet elbow was returned attached to its respective pump port. Visual inspection of the driveline did not reveal any damage to the outer silicone jacket. The driveline repair was disassembled and no issues were found. No damage to the bionate was identified. Electrical continuity testing did not reveal any discontinuities or shorts. Metal shielding breakdown was identified approximately 8 inches from the pump housing. Examination of the underlying wires revealed an insulation breach on the green wire approximately 12 inches from the pump housing. Additional insulation breaches were identified on the red, yellow and black wires approximately 8-8.5 inches from the pump housing. The observed wire damage to the red, yellow, black and green wires appeared to be the result of abrasion against the metal braided shield due to repetitive flexing at their respective locations. If exposed conductors from a damaged wire make contact with the metal braided shield while the system is connected to a tethered power source, the resulting electrical short could have contributed to the events captured in the log file. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.